Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, device appearance (an abnormal color is not observed in the device) and crease flat. It is not considered a defect because the device does not come in its original packaging and was also explanted. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Health professional reported right side "explants show different colours" and capsular contracture, baker grade iii. Patient is concerned about recall. Device has been explanted.

Manufacturer narrative:
Clarification to aware date: the aware date of the record and initial medwatch was changed to (B)(6) 2021, as this is the date that abbvie was made aware of the additional information, (B)(6) 2021 is the date the email was sent to hc21.

Event description:
Health professional reported right side pain, "explants show different colours," and capsular contracture baker grade iii. Patient is concerned about recall. Inspection and palpation reveal a thin, unremarkable capsule. Device has been explanted.